Event description:
It was reported that the patient presented to the clinic after having multiple shocks resulting from atrial flutter and ventricular tachycardia episodes. Decreased sensing and increased thresholds were noted on the ventricular and atrial lead twenty four hours after the shocks had been delivered. Although the leads did recover to normal measurements within a few days, they were both removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments and analyzed. There were no anomalies found. It was noted that the defibrillator conductor was distorted. There were several conductors with blood/body fluid (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism including the sleeve head. And there was apparent explant damage. (B)(4) partial lead was returned in segments and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism including the sleeve head. And there was apparent explant damage.